Manufacturer narrative:
Device passed the displacement. Device received with complete broken reservoir tube lip, minor scratched lcd window and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place when inserted into insulin pump. The customer¿s blood glucose was unknown at the time of incident. The customer also state hat the screen was scratched but customer can read the screen. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.